Event description:
A call to technical services was made on (B)(6) 2013 stating that at implant rv pacing impedance measurements were 1,100 ohms and had been trending upward resulting in a high out of range pacing impedance measurement greater than 2,000 ohms on (B)(6) 2012. Additionally, the rv lead exhibited noise in unipolar configuration and high pacing threshold measurements. Pacing outputs were increased. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).